Event description:
Reportedly, device interrogation was too slow.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200603 - file-2020-00742 - analysis_and_closure_report_resp-2020-00638.pdf].

Event description:
Reportedly, device interrogation was too slow.